Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, during the intraocular lens (iol) implant procedure, the lens got stuck inside the cartridge when the surgeon was attempting to insert into the patient. Attempted several time trying to get it out of the cartridge, the team felt that the integrity of the lens was compromised, therefore it was discarded properly. The procedure was completed by using new lens and cartridge. The patient was not harmed, surgery was completed as planned. There was patient contact.additional information has been requested.